Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was emitting beep tones. An interrogation of the ICD indicated the ICD was in 'fallback' mode. The ICD was removed and replaced.